Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that they detected air in the disposable set at the end of a collection procedure. The customer received no alarm about the air. They stopped the procedure and called the physician. The customer did not perform the return portion of the procedure due to the risk of returning air to the patient. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
Root cause: signals in the procedure data file suggest a possible occlusion in the disposable set, blocking flow. The most common symptom of this issue is the 'interface took too long to establish' alarm. This alarm directs the operator to check the entered patient hematocrit for accuracy, look for any obstructions in the collect and plasma line and ensure the lines are not clamped. If any clotting is observed, the inlet:ac ratio should be decreased. They should also touch stop, open the centrifuge and ensure correct loading of the channel and lines. The alarm also instructs to look through the view port and check the position of the interface. If the interface is below the collect port decrease the hematocrit by 3% points. Correction: the hematocrit was adjusted correctly by the customer. They should have also stopped the centrifuge and opened the door to check for loading. Occlusions can sometimes be caused by air that is trapped in the channel then dislodged into one of the tubing flow paths. Stopping the centrifuge will usually resolve an air block since it causes the air to be expelled.

Event description:
Patient information remains unavailable at this time.

Manufacturer narrative:
Root cause: based on the evaluation of the procedure data file, the set either had an air block,which was corrected when the centrifuge stopped, or an occlusion caused by clotting and this caused the appearance of air in the tubing set. The spectra optia system is designed with many safety features including the reservoir and ventbag. The system is designed so that any air expelled from the centrifuge during a centrifuge stop would go to the reservoir and then be expressed into the vent bag. Additionally the return line air detector will alarm if air is seen entering the return line.

Event description:
The customer declined to provide patient information.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf suggest a possible occlusion in the disposable set blocking flow. An alarm directs the operator to check the entered patient hematocrit for accuracy, look for any obstructions in the collect and plasma line, and ensure the lines are not clamped. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.